Event description:
The balloon inflation device failed during esophagus dilation. Locking mechanism would not secure and did not allow balloon to inflate. The leur lock wound not tighten. Staff used another device to inflate balloon. No harm to patient, procedure completed.